Event description:
It was reported that the both monitors on the 2800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The f3 fuse was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.